Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. Expected value 6, actual value 30. Had them read t4 from the diagnostics it showed at 4c. Per additional information updated from ttm, biomed getting a calibration error 80, expected value 6 and actual value 30.01. Biomed provided s/n 1460. Tech support discussed that this was indicative of a mixing pump failure and that the biomed would replace the pump locally. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 expected value 6, actual value 30. Had them read t4 from the diagnostics it showed at 4c. Per additional information updated from ttm, biomed getting a calibration error 80, expected value 6 and actual value 30.01. Biomed provided s/n: (B)(6).